Event description:
A nurse reported to baxter a connection issue with titanium adapter found during use. The nurse stated that the patient connector could not be connected to the titanium adapter tightly. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed and assignable cause was undetermined. Since the lot number is unknown, no batch review will be performed.